Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube rupture'), device breakage ('device breakage'), uterine perforation ('essure coils seen perforating out from the uterus/ essure left coil has moved/ migration/looking for missing essure coil/ malposition of essure device (location of device: uterus)'), genital haemorrhage ('persistent bleeding/ abnormal bleeding/ abnormal bleeding (general)'), uterine haemorrhage ('abnormal uterine bleeding') and pregnancy with contraceptive device ('unwanted pregnancy / pregnancy (termination)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dental operation on (B)(6) 2014, gardnerella test positive, multigravida and parity 5 ((B)(6) 1996, (B)(6) 1999, (B)(6) 2001, (B)(6) 2011 and (B)(6) 2014). Patient's current weight was 108 lbs. Concurrent conditions included smoker (age started 19; amount of packs per day 1), allergic reaction to analgesics, allergic reaction to analgesics, allergic reaction to analgesics, marijuana use and dysuria. Family history included hypertension, diabetes and breast cancer (grandmother). Concomitant products included medroxyprogesterone acetate (depo provera) since march 2016. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain/ dysmenorrhea (cramping)"), vaginal discharge ("discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In january 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), headache ("headaches"), complication of device removal ("device removal failed"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay/dental problems"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis/bladder/urinary problems") and weight fluctuation ("weight gain / weight loss"). The patient was treated with surgery (on (B)(6) 2016,underwent diagnostic laparoscopy with total laparoscopic hysterectomy arid cystoscopy, to remove essure device and underwent hysterectomy and salpingectomy to remove right essure device on (B)(6) 2016) and underwent d&c (dilation and curettage)/suction. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, uterine haemorrhage, pregnancy with contraceptive device, headache, complication of device removal, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, fatigue, abdominal distension and endometriosis outcome was unknown and the uterine perforation, genital haemorrhage, dysmenorrhoea, dental caries, cystitis, vaginal haemorrhage, menorrhagia and weight fluctuation had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, alopecia, amnesia, complication of device removal, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, pregnancy with contraceptive device, rash, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she did not allege that essure caused birth defects. She denied any complications or problems that occurred at the time of her essure placement procedure. She did not advised of any complications from her essure removal procedure. She got pregnant oct2015 and got an eab (elective abortion) in january 2016 at 10 weeks along. She underwent hysterectomy and salpingectomy to remove right essure device on (B)(6) 2016. On (B)(6) 2016, she underwent diagnostic laparoscopy with a total laparoscopic hysterectomy arid cystoscopy and on (B)(6) 2016, she underwent bilateral salpingectomy (discrepant information provided) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: th abdomen ap view : examination: ap view of the upper abdomen clinical data: could not find essure coil from left tube findings: curvilinear metallic foreign body overlying the left pelvic inlet. There is an air filled dilated loop of small bowel measuring 3.5 cm. Air is seen distally within the colon. Please note that air-fluid levels and intraperitoneal free air are unable to be evaluated on this single supine examination. Impression: single curvilinear metallic foreign body overlying the left pelvic inlet. Dilated loop of small bowel measuring 3.5 cm with air seen distally within the colon. These findings are consistent with ileus versus early or partial small bowel obstruction.. Hysterosalpingogram - on (B)(6) 2016: essure device noted in position; right tube occluded, left sided tubal potency. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) conducted (unspecified). Result: essure device noted in position; right tube occluded, left sided tubal potency. Pregnancy test - on (B)(6) 2016: results: termination of pregnancy. X-ray - on (B)(6) 2016: abdomen ap view : clinical history: signs/symptoms: misplaced coil mose o.r. Findings: redemonstration of curvilinear metallic foreign body overlying the center of the proximal sacrum. There is an ng tube with its side hole at the gastroesophageal junction. Redemonstration of prominent loop of bowel, unchanged. Impression: curvilinear metallic foreign body, overlying the proximal sacrum as previously seen.. Concerning the injuries reported in this case, the following ones were described in patient's medical records: uterine perforation and uterine haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llts: device ineffective and device removal failed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter's information was updated. Added event weight gain. Updated outcome of events abnormal bleeding, perforation/migration, cystitis, weight gain, dental carries. Lab data updated. After internal review, events perforation, embedded device, device dislocation and device expulsion was clubbed with uterine perforation. Event tubal rupture was updated to fallopian tube perforation. Evens weight increased and weight decreased were clubbed and coded to weight fluctuation. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("essure left coil has moved and has not yet been removed/migration and need for additional surgery/ migration "), device breakage ("device breakage"), genital haemorrhage ("persistent bleeding/ abnormal bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device removal failed" and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital injury ("fallopian tube rupture") (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain/ severe abdominal pain"), headache ("headaches"), abdominal pain lower ("cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the device). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, device breakage, genital injury, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, headache, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, headache, hypersensitivity, infection, menstruation irregular, perforation, pregnancy with contraceptive device, rash and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llts: device ineffective and device removal failed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter information and lawyer added, essure stop date updated from (B)(6) 2016 to (B)(6) 2016, events cramping, debilitating menstrual pain, irregular menstrual cycles, dyspareunia, discharge, infections, device breakage, fallopian tube rupture, allergic and/or hypersensitivity reactions, perforation, prolonged memory loss, rashes, hair loss, metallic taste in mouth, tooth decay, fatigue, abdominal bloating, endometriosis and cystitis were added. Events severe pelvic and abdominal pain, abnormal bleeding, migration were clubbed with previously reported events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure left coil has moved and has not yet been removed/migration and need for additional surgery"), genital haemorrhage ("persistent bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "device removal failed". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abdominal pain and headache outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, device dislocation, genital haemorrhage, headache and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llts: device ineffective and device removal failed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 29-sep-2017: f/u summons received - event persistent bleeding added. Event pain updated to symptom of migration that was clubbed with earlier event. Action taken with drug updated with drug withdrawn. On 17-oct-2017: coding request - processed with fu from (B)(6) 2017. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("essure left coil has moved and has not yet been removed/migration and need for additional surgery/ migration"), device breakage ("device breakage"), device expulsion ("malposition of essure device (location of device: uterus)/ migration of essure device (location of device: uterus)"), uterine perforation ("essure coils seen perforating out from the uterus"), embedded device ("left essure coil was identified in the myometrium after the hysterectomy was performed"), genital injury ("fallopian tube rupture"), genital haemorrhage ("persistent bleeding/ abdnormal bleeding/ abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in a (B)(6) year old female patient (gravida 7, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device removal failed" and device ineffective "device ineffective". The patient's past medical history included gardnerella infection, multigravida, parity 5 ((B)(6) 1996, (B)(6) 1999, (B)(6) 2001, (B)(6) 2011 and (B)(6) 2014) and dental operation on (B)(6) 2014. Concurrent conditions included smoker (age started 19; amount of packs per day 1), allergic reaction to analgesics, drug allergy, drug allergy, marijuana use and dysuria. Family history included hypertension, diabetes and breast cancer (grandmother). Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain/ dysmenorrhea (cramping)"), vaginal discharge ("discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), headache ("headaches"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (to remove essure device), surgery (underwent hysterectomy and salpingectomy to remove right essure device on (B)(6) 2016), surgery (underwent hysterectomy and salpingectomy to remove right essure device on (B)(6) 2016), surgery (underwent hysterectomy and salpingectomy to remove right essure device on (B)(6) 2016), surgery (on (B)(6) 2016,underwent diagnostic laparoscopy with total laparoscopic hysterectomy arid cystoscopy) and surgery (to remove essure device). At the time of the report, the perforation, device dislocation, device breakage, device expulsion, uterine perforation, embedded device, genital injury, uterine haemorrhage, pregnancy with contraceptive device, headache, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, vaginal haemorrhage, menorrhagia and weight decreased outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for embedded device, uterine haemorrhage and uterine perforation with essure. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, perforation, pregnancy with contraceptive device, rash, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she did not allege that essure caused birth defects. She denied any complications or problems that occurred at the time of her essure placement procedure. She did not advised of any complications from her essure removal procedure. She got pregnant (B)(6) 2015 and got an eab (elective abortion) in (B)(6) 2016 at 10 weeks along. She underwent hysterectomy and salpingectomy to remove right essure device on (B)(6) 2016. Essure coil was identified in the myometrium after the hysterectomy was performed. On (B)(6) 2016, she underwent diagnostic laparoscopy with a total laparoscopic hysterectomy arid cystoscopy and on (B)(6) 2016, she underwent bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Pregnancy test - on (B)(6) 2016: termination of pregnancy (B)(6) 2016 xr hysterosalpingogram hsg : reason for exam: pelvic pain report: tubal occlusion there is free flow of contrast into the peritoneal cavity on the left. The right tube is occluded. Impression: maintained left-sided tubal patency (B)(6) 2016 th abdomen ap view : examination: ap view of the upper abdomen clinical data: could not find essure coil from left tube findings: curvilinear metallic foreign body overlying the left pelvic inlet. There is an air filled dilated loop of small bowel measuring 3.5 cm. Air is seen distally within the colon. Please note that air-fluid levels and intraperitoneal free air are unable to be evaluated on this single supine examination. Impression: single curvilinear metallic foreign body overlying the left pelvic inlet. Dilated loop of small bowel measuring 3.5 cm with air seen distally within the colon. These findings are consistent with ileus versus early or partial small bowel obstruction. (B)(6) 2016 x-ray abdomen ap view : clinical history: signs/symptoms: misplaced coil mose o.r. Findings: redemonstration of curvilinear metallic foreign body overlying the center of the proximal sacrum. There is an ng tube with its side hole at the gastroesophageal junction. Redemonstration of prominent loop of bowel, unchanged. Impression: curvilinear metallic foreign body, overlying the proximal sacrum as previously seen. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records confirming abdominal pain and pelvic pain and events embedded device, uterine perforation and uterine haemorrhage were added quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llts: device ineffective and device removal failed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 12-feb-2018: information from medical record and pfs. New reporters added. Patients demographics added. Historical and concomitant conditions and drugs added. New events added: abnormal bleeding (vaginal, menorrhagia), malposition of essure device (location of device: uterus)/ migration of essure device (location of device: uterus), weight loss from pfs and events essure coils seen perforating out from the uterus and left essure coil was identified in the myometrium after the hysterectomy was performed and abnormal uterine bleeding was added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 17-oct-2016: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llts: device ineffective and device removal failed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and severe pelvic pain and unwanted pregnancy (outcome not reported) were reported. She underwent a salpingectomy, however, the left coil has moved and has not been removed (device dislocation). All events are listed in the reference safety information for essure and may occur during device use. Despite lack of details regarding confirmation test (such as device position and fallopian tube occlusion after insertion) and events' order of time of occurrence, causality cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, other non serious events were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/ plaintiff's family in united states on 06-sep-2016 referring to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Sometime after the procedure, the plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain, abdominal pain, headaches, and unwanted pregnancy. On (B)(6) 2016 she underwent a salpingectomy. The left essure coil has moved and has not yet been removed. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and severe pelvic pain and unwanted pregnancy (outcome not reported) were reported. She underwent a salpingectomy, however, the left coil has moved and has not been removed (device dislocation). All events are listed in the reference safety information for essure and may occur during device use. Despite lack of details regarding confirmation test (such as device position and fallopian tube occlusion after insertion) and events' order of time of occurrence, causality cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), tubal rupture ("fallopian tube rupture"), device dislocation ("essure left coil has moved and has not yet been removed/migration and need for additional surgery/ migration"), device breakage ("device breakage"), device expulsion ("malposition of essure device (location of device: uterus)/ migration of essure device (location of device: uterus)"), uterine perforation ("essure coils seen perforating out from the uterus"), embedded device ("left essure coil was identified in the myometrium after the hysterectomy was performed"), genital haemorrhage ("persistent bleeding/ abnormal bleeding/ abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding") and pregnancy with contraceptive device ("unwanted pregnancy / pregnancy (termination)") in a 35-year-old female patient (gravida 6, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device removal failed" and device ineffective "device ineffective". The patient's past medical history included gardnerella test positive, multigravida, parity 5 (B)(6)1996, (B)(6)1999, (B)(6)2001, (B)(6)2011 and (B)(6)2014) and dental operation on (B)(6)2014. Concurrent conditions included smoker (age started 19; amount of packs per day 1), allergic reaction to analgesics, allergic reaction to analgesics, allergic reaction to analgesics, marijuana use and dysuria. Family history included hypertension, diabetes and breast cancer (grandmother). Concomitant products included medroxyprogesterone (depo provera) since (B)(6)2016. On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain/ dysmenorrhea (cramping)"), vaginal discharge ("discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and weight decreased ("weight loss"). In (B)(6)2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), tubal rupture (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), headache ("headaches"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove essure device), surgery (underwent hysterectomy and salpingectomy to remove right essure device on (B)(6)2016), and surgery (on (B)(6)2016,underwent diagnostic laparoscopy with total laparoscopic hysterectomy arid cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the perforation, tubal rupture, device dislocation, device breakage, device expulsion, uterine perforation, embedded device, uterine haemorrhage, pregnancy with contraceptive device, headache, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis and weight decreased outcome was unknown and the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for embedded device, uterine haemorrhage and uterine perforation with essure. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, perforation, pregnancy with contraceptive device, rash, tubal rupture, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she did not allege that essure caused birth defects. She denied any complications or problems that occurred at the time of her essure placement procedure. She did not advised of any complications from her essure removal procedure. She got pregnant (B)(6)2015 and got an eab (elective abortion) in (B)(6)2016 at 10 weeks along. She underwent hysterectomy and salpingectomy to remove right essure device on (B)(6)2016. On (B)(6)2016, she underwent diagnostic laparoscopy with a total laparoscopic hysterectomy arid cystoscopy and on (B)(6)2016, she underwent bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6)2016: total bilateral occlusion pregnancy test - on (B)(6)2016: termination of pregnancy (B)(6)2016. Xr hysterosalpingogram hsg : reason for exam: pelvic pain report: tubal occlusion there is free flow of contrast into the peritoneal cavity on the left. The right tube is occluded. Impression: maintained left-sided tubal patency (B)(6)2016. The abdomen ap view : examination: ap view of the upper abdomen clinical data: could not find essure coil from left tube findings: curvilinear metallic foreign body overlying the left pelvic inlet. There is an air filled dilated loop of small bowel measuring 3.5 cm. Air is seen distally within the colon. Please note that air-fluid levels and intraperitoneal free air are unable to be evaluated on this single supine examination. Impression: single curvilinear metallic foreign body overlying the left pelvic inlet. Dilated loop of small bowel measuring 3.5 cm with air seen distally within the colon. These findings are consistent with ileus versus early or partial small bowel obstruction. (B)(6)2016. X-ray abdomen ap view : clinical history: signs/symptoms: misplaced coil mose o.r. Findings: redemonstration of curvilinear metallic foreign body overlying the center of the proximal sacrum. There is an ng tube with its side hole at the gastroesophageal junction. Redemonstration of prominent loop of bowel, unchanged. Impression: curvilinear metallic foreign body, overlying the proximal sacrum as previously seen. Patient's current weight was 108 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records confirming abdominal pain and pelvic pain and events embedded device, uterine perforation and uterine haemorrhage were added. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llts: device ineffective and device removal failed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received. Reporter information added. Lab data were added. Updated onset date, outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.